Event description:
It was reported that during treatment for an occlusion located in the anterior tibial artery, the catheter got stuck in the lesion and the tip fractured. The physician was using a truepath catheter along with a non bsc crossing catheter in the anterior tibal artery. The truepath got lodged in the lesion. The handle of the device was dismantled to remove the crossing catheter with difficulty. Once the crossing catheter was removed an attempt to advance another crossing catheter over the shaft of the truepath to dislodge the tip, but the crossing catheter was only able to advance approximately halfway down the superficial femoral artery (sfa). The physician was able to remove bath devices, but the tip of the truepath appeared to have been stretched/unraveled and the tip missing. The physician tried to see if the anything was left in the patient but was unable to find any evidence of the tip. No further intervention was done. No patient complications were reported and the patient status is fine.

Manufacturer narrative:
Initial reporter phone: (B)(6). (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).